Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation and stretched coils were confirmed. The clinical review confirmed the reported tip prolapse. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use guide wire hi-torque turntrac states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do not allow the guide wire tip to remain in a prolapsed condition. It is suspected that the prolonged placement of the gw tip within the reported calcium while in this prolapsed state contributed to the entrapment of the gw tip and subsequent damage when removal was attempted. Based on the reported information and cine review, the investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. It is likely that during implantation of a 3.5x15mm xience sierra stent, manipulation during the procedure likely caused ht turntrac guide wire to become caught or trapped in the calcification causing the guide wire tip to prolapse. Prolonged prolapsed placement and further manipulation during removal attempts of the ht turntrac guide wire, likely damaged the tip and coils resulting in the noted separations and subsequent damages during retraction and the appearance of a core separation. The balance heavyweight (bhw) guide wire, microcatheter and a lasso were then used to attempt to remove the ht turntrac guide wire ultimately causing the reported stent damage. Additionally, the treatment appears to be related to the operational context of the procedure as the patient was transferred to bordeaux university hospital in urgency to have a bypass. The noted teflon coating damage was likely caused by the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: patient code 2199 was removed. Reported device code 1069 was removed.

Event description:
Additional information was received stating that the ht turntrac guide wire separated at the core. A snare was used to attempt to remove the guide wire. The physician cannot confirm the location of the separated guide wire portion as the patient was transferred to another hospital where bypass surgery was performed. Cine images revealed that the distal tip of the turntrac guide wire was allowed to remain in a prolapsed position.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience sierra and hi-torque bhw devices are being filed under a separate medwatch report numbers.

Event description:
It was reported that the percutaneous coronary interventional procedure was to treat a heavily calcified lesion in the left anterior descending artery. After successful implantation of a 3.5x15mm xience sierra stent, an ht turntrac guide wire was caught in the distal artery (surely in calcification). When removal of the guide wire was attempted, the distal tip became damaged (frayed/ unraveled). A balance heavyweight (bhw) guide wire, microcatheter and a lasso were used to remove the turntrac guide wire; however, due to multiple handling, the guiding catheter and the different devices used during that attempt finally damaged the implanted stent which became curled up and collapsed. The patient remained stable and was transferred to bordeaux university hospital in urgency to have a bypass. At bordeaux hospital, the physicians team did not want to perform the bypass immediately, but the patient suffered a cardiac arrest and was recovered with defibrillation. The bypass surgery was performed and the patient's condition is good now. No additional information was provided.